Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when using the powered stapler for a roux-en-y laparoscopic gastric bypass procedure, leaks would be found at the site of functional side-end jejuno-jejunostomy during leakage tests. The leakage is observed to be at the distal end of the cartridge. The two most distal staples that is closest to the knife would close without gripping the tissue surrounding the anvil. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photos noted: staples are visible attached to the tissue. One of the staples appears to be malformed. The listed device is not shown in the photographs. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.